Event description:
Overinfusion of lipids on an adult patient. No pt injury. The biomed received the pump and noted free-flow. He opened the pump and saw that the mac alarm was fine, but that the mechanism was broken. Alaris investigation verified the partially unrestricted flow condition on channel b. The device was opened and the following was found: mac wire for channel a had been smashed in between the case halves. The mechanism is cracked, but not separated, at the top left side foot. Channel b aild assembly board had broken off from the assembly. A powersonic battery (not recommended by alaris) was installed. Channel b mac plate upper screw was loose. Channel b top mechanism was broken at all four feet of the mechanism assembly. The left side feet were completely broken and disconnected from the housing and the right side feet were cracked. Both mac assemblies were intact (not tripped). It was noted that the bottom mac leg was a newer configuration (clear material) then the other leg and different from the two on channel a side as well. This suggests that the part had been replaced recently. Note: both mechanisms are the originals. A review of the repair history indicates that this device has bener been returned to alaris for repair. The complaint of a free flow condition on channel b was confirmed. The cause was found to be a severely broken mechanism. It could not be determined why the mac circuit di dnot trop when the mechanism was damaged. It was noted that the lower mac leg had been replaced at some time prior to it being returned for investigation. The biomed was contacted to determine the reason for replacing the mac leg and he had no records of it being replaced. Damage observed to the front case, pump mechanisms and channel b aild assembly, indicates that the device had been subjected to a severe impact event.